Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during basal. Customer tried to reset, pressed esc and act to clear the alarm and it alarmed no delivery. The customer did a manual bolus, while disconnected at the quick release and stated that the insulin did exit the tubing. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. Customer was unable to remove the infusion set at the time to examine the cannula. Customer was explained that there may be a possible site related issue and was advised to change the entire set. Blood glucose value is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.